Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears insert instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly .197¿ from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace curved shears insert instrument allegedly broke and fell inside of the patient. The fragment was able to be retrieved. There was no report of patient injury. Isi obtained the following additional information regarding this event: the fragment was able to be retrieved during the same procedure, and no further intervention was required. There was no injury or harm to the patient. The instrument was inspected prior to use. No issues with the functionality of the instrument were observed during the procedure. The instrument did not collide with other instruments or hard material, and was not removed during the procedure. There was no resistance upon removal of the instrument through the cannula. No damage to the instrument or cannula was observed after the event.